Event description:
Reporter complains of hematoma, capsular contracture and closed capsulotomy 1983, chronic myelogenous leukemia (allogenic bone marrow transplant) 1986, liver inflamation, sicca complex (dry eyes, mouth), hair loss 1987, fatigue, muscle pain, idiopathic thrombocytopenia x 18 months, scleradermatous skin changes 1991.